Event description:
It was reported that the patient presented to the emergency department in atrial fibrillation (af) with rapid ventricular response (rvr). Diltiazem was administered and the pacing began to track at the upper tracking rate (utr). It was also reported that the right atrial (ra) lead had undersensing and oversensing causing the utr behavior. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-58, lead, implanted (B)(6) 2001. (B)(4).